Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt status post plate, lc-dcp plate and cortex screws implantation on (B)(6) 2011, was discovered to have inadequate fixation of the left hand, the plate was too short. Plate and screws removed on (B)(6) 2011. Pt was revised to a longer plate and screws. This is the 2nd of 4 reports submitted on this event.